Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate plus profile 400cc breast implant and experienced deflation of the left breast implant after implantation. The deflation was diagnosed by a healthcare professional by visual exam on (B)(6) 2018. As a result, the patient will undergo bilateral explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On 05/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 5903810 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/18/2018, it was reported to mentor that the date of explantation was (B)(6) 2018 and not (B)(6) 2018 as was reported on (B)(6) 2018. In addition, it was reported incorrectly that the date of implantation was (B)(6) 1994 and the date problem observed was (B)(6) 2018. The correct dates should be as following: the date of implantation is (B)(6) 2009 and the date problem observed is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within the crease. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).